Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported stent fracture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that while the 3.0x12mm xience sierra rx stent delivery system (sds) was advancing over the unspecified guide wire, outside of the patient anatomy, the guide wire kinked where the balloon and stent were positioned, and a stent strut broke in two pieces in the middle of the stent. The stent was confirmed to be attached to the balloon. The sds was simply removed from the guide wire, and a non-abbott sds was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.